Manufacturer narrative:
The insulin pump alarmed due to faulty connector on remote frequency board. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a radio frequency failed self test alarm on the insulin pump. No further details given.